Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) remained black-white and did not change to black-black until it was completely withdrawn from the body. Hemostasis was achieved by manual compression. There was no reported patient injury. The user is trained to the device. The procedure used a retrograde approach. There were no visible signs of device/package damage prior to use. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. The physician did not have the thumb placed on the plug deployment button during retraction. Blood flow decreased as the device was withdrawn. The plug button could not be pressed either. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) remained black-white and did not change to black-black until it was completely withdrawn from the body. Hemostasis was achieved by manual compression. There was no reported patient injury. The user is trained to the device. The procedure used a retrograde approach. There were no visible signs of device/package damage prior to use. A 5f non cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. The physician did not have the thumb placed on the plug deployment button during retraction. Blood flow decreased as the device was withdrawn. The plug button could not be pressed either. A non-sterile unit of product ¿vascular closure device 5f - us¿ was received inside of a clear plastic bag. The device was unpacked to perform the product evaluation finding the following conditions: the delivery shaft is inserted into a unknown non-cordis csi of the proper french size presenting a severe kinked condition located approximately 8 cm from the distal tip compromising the deploying mechanism; the deployment lever is not depressed; indicator window was received black/white color; the plug is not deployed; the cowling guard was received unlocked; the back bleed port is set on the manufacturing position. The indicator wire is deployed; the device is blood saturated. No other outstanding details were observed on the returned part. Dimensional analysis was performed to verify the outer diameter (od) and inner diameter (ID) of the delivery shaft, measurements were taken near the kink. Dimensional analysis results were found within specification. The functional analysis was not performed due to the severely kinked condition of the unit, which compromised the deploying mechanism and impeded being able to set back the indicator wire to the manufacturing position. The device case was carefully opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. The complaint reported by the customer as ¿indicator window~no change to indicator¿ was not confirmed due to the delivery shaft presenting a severe kinked condition that impeded the proper functional test. The exact cause of the observed kink in the delivery shaft and the reported event could not be determined during the product analysis. It is possible that the kink in the delivery shaft subsequently caused the reported issue with the indicator window. Other unspecified procedural, handling, and/or anatomical factors may have also contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. No preventative or corrective actions will be taken at this time. The product analysis does not suggest that the observed damaged could be related to the manufacturing process; therefore, no corrective action will be taken at this time.